Manufacturer narrative:
Corrected data: based on further review of the complaint file, it was noted that section h6 device manufacture date was not accurate on the initial medwatch report. The following section has been updated accordingly. Section h6. Device manufacture date, oct 22, 2019. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported a surgical incident that occurred during a cataract surgery. After performing femto and then doing cataract surgery on a patient, physician discovered a rupture in the periphery of the capsule, despite not having operated near that area. He expressed concern that the rupture may have been caused by the catalys device used during the procedure. The anterior capsule remained intact, but as a result of the rupture, the physician had to perform a vitrectomy and replace the originally planned odyssey lens with a 3-piece lens. The patient, was doing fine with her day 1 post-op.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the system is not an implantable device. Section d6b: if explanted, give date: not applicable, as the system is not an implantable device. Section h3: the system was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.